Manufacturer narrative:
This report is being submitted as follow up no.1. Provide the completed investigation results. One 6fr angio-seal vip was received for product evaluation. The carrier tube assembly, arteriotomy locator, guidewire and hemostasis sheath were returned. Visual inspection revealed that there was a kink noted at the blood inlet holes of the arteriotomy locator. Upon examination of the sheath, a bulge was observed at the blood inlet holes of the sheath. Microscopy analysis revealed that the tip of the sheath was found deformed. No other visual anomalies were noted. Based on the provided information and investigation results there is no evidence that this event was related to a device defect or malfunction. Based on the investigation results, it is likely that the opening of the package while applying off-axis pressure or attempting to remove the sheath in an off-axis trajectory could have caused the reported event. However, the exact cause of the reported event cannot be definitely determined based on the available information. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record and complaint files.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that a tip on the angio-seal sheath was pinched. Additional information was received on 01oct2019. The remaining lot of angio-seal devices were removed from the pyxis cabinet; and the lights have been off for over a month.